Manufacturer narrative:
E1 - initial reporter: (B)(6). E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during a routine check the cs100 intra-aortic balloon pump (iabp) malfunctioned. Pressing the zero button was sometimes effective and sometimes not. No patient involvement or harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, it was found that the keypad was malfunctioning, causing the zero key to work intermittently. The fse suspects the keypad controller pcb may be defective.